Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphical user interface (gui) had a blank display. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended performing the ground isolation check; reseat the graphical user interface (gui) cable; run the extended self-testing (est), and continuously run the ventilator for 48 hours. The customer reported to have followed the tse recommendations, and the unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The device has been returned to service. (B)(4).